Event description:
"Trifuse had nss bolus running at 999ml/hr through one line. Antibiotic infusion kept alarming downstream occlusion through second line. Third line was clamped. When the antibiotic was disconnected, you could see back spray. Trifuse replaced and functioning normally. Product saved. The port is marked and it is in the leadership suite."